Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range shock lead impedances greater than 125 ohms. No adverse patient effects were reported.